Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor needle was broken off into two separate pieces when sensor package was opened. Customer's blood glucose was 186 mg/dl. Sensor would be replaced.

Manufacturer narrative:
One opened and used sensor was inspected and the insertion needle was inspected for burrs and dull needle tip defects and none were found. The introducer needle passed per specification.